Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 64, 77 and 74 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. Customer stated she compared her meter to her son's meter and obtained 78 mg/dl fasting with the truemetrix meter and 107 mg/dl fasting with her son's meter. Customer could not recall the name of her son's meter. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 80 mg/dl using truemetrix meter and 77 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/13/2018 and open vial date at time of call is four days. The meter memory was reviewed for previous test result history (customer was unable to read the date / time): the 80mg/dl n/a 12:00 pm fasting: yes, the 64mg/dl n/a 12:00 pm fasting: yes, the 79mg/dl n/a 12:00 pm fasting: yes, the 64mg/dl n/a 12:00 pm fasting: yes, the 77mg/dl n/a 12:00 pm fasting: yes. Memory concerns: 64mg/dl.